Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad, tandem-provided wall power adapter and tandem-provided usb charging cable. There was no reported impact to the customer¿s blood glucose level. Replacement charging supplies were sent to the customer and multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.